Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and the internal helium would not calibrate. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the helium reservior assy and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and the internal helium would not calibrate. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
(B)(6). The fse replaced fill assembly found to be bad during pm and calibrated unit . The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.